Manufacturer narrative:
(B)(4). Investigation summary the analysis results found that the (B)(4) device was returned with the cotton tip loose and with dried body fluid on device. Upon evaluation, evidence of adhesive was found on the tip of the shaft and the cotton appears to have been pulled off. The damage to the device possibly occurred due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hysterectomy, the cotton tip fell off during use. The fallen piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.